Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the sjm representative was unable to establish communication between the patient's ipg and external devices. The programmer displayed "comm error 2501" code. The patient reports he has not charged or used his system in at least 4-5 months. Surgical intervention may be pending to address this issue.